Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, opening and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.